Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had motor position encoder error and had motor error alarm. Customer was able to clear the alarm and able to rewind the insulin pump. The customer stated that the drive support cap was normal. Insulin pump passed displacement test. Blood glucose level was 451 mg/dl. The insulin pump will not be returned for analysis.